Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had been receiving a no delivery alarms for the last month and a half. Customer changed her set 3 times last night. Customer's blood glucose level was within 200-300 mg/dl and customer woke up with a blood glucose level of 550 mg/dl. Customer was attempting to treat with a bolus, but she kept receiving a no delivery alarm. Customer's blood glucose level was 329 mg/dl at the time of the incident. Customer reported that the insulin exits the tubing. Customer was advised to run a manual prime until at least 5.0 units, but after 3.2 units, customer received a no delivery alarm and no insulin came out. Customer reported that the pump alarmed during manual prime. Customer received a no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for the no delivery alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.